Event description:
Reported indicated that the pt's left breast was developing slower than the right breast, and that the pt's mother was worried that the presence of the generator may be the cause. The surgeon replaced the device due to a depleted battery, but placed the device in a new location, more lateral than before. All attempts for further info regarding the disproportionate breast development have been unsuccessful to date, thus the relationship between the issue and vns therapy cannot be determined. The explanted generator was returned to the MFR for analysis, but analysis is not yet complete.